Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted that the energy connectors on the right thigh pad was deformed (damaged) however, the rest of the pads showed no irregularities and no obvious defects. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 4.45 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 4.89 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 5.09 l/min m2 of flow rate was registered during the test. Right thigh pad: the flow rate was never stabilized due to the damaged energy connector causing air leakage. According to the test method the flow rate on the right thigh pad was never stabilized because the energy connector was damaged (deformed) causing air leakage. The flow rate was found to be with in specifications as the flow rate for this product must be above 2.4 l/min m2. The complaint was confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that an arctic sun device was giving an air leak error. The set of pads being used with that device were replaced, and the new set of pads were switched to a different arctic sun device. The air leak error continued. Additionally, it was reported that a low flow message occurred. The flow was 1.71 lpm, and after troubleshooting a thigh pad, it was determined to be the cause of the low flow. Therefore, the thigh pad was replaced with a universal pad, and the flow rose to an appropriate level. Therapy continued with no further issues.

Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction was requested to capture the correct type of MDR report follow-up # that was submitted on 07-aug-2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an arctic sun device was giving an air leak error. The set of pads being used with that device were replaced, and the new set of pads were switched to a different arctic sun device. The air leak error continued. Additionally, it was reported that a low flow message occurred. The flow was 1.71 lpm, and after troubleshooting a thigh pad, it was determined to be the cause of the low flow. Therefore, the thigh pad was replaced with a universal pad, and the flow rose to an appropriate level. Therapy continued with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an arctic sun device was giving an air leak error. The set of pads being used with that device were replaced, and the new set of pads were switched to a different arctic sun device. The air leak error continued. Additionally, it was reported that a low flow message occurred. The flow was 1.71 lpm, and after troubleshooting a thigh pad, it was determined to be the cause of the low flow. Therefore, the thigh pad was replaced with a universal pad, and the flow rose to an appropriate level. Therapy continued with no further issues.